Manufacturer narrative:
Additional initial reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint # (B)(4) h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic systolic pressure would bounce around from the 140¿s, and lower, to 200+. The waveform also looked abnormal. There was also a "fiber optic sensor calibration postponed" message on the intra-aortic balloon pump (iabp). The hospital staff removed, and reinserted, the fiber optic sensor, but then the iabp messaged "fiberoptic sensor failure". The inner lumen was transduced, but the waveform was very dampened. The hospital staff then took a blood return of at least 5cc from the stopcock, wasted it, aired, and flushed on standby for at least 15-20 seconds. When therapy resumed, the waveform and indices looked normal. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).